Manufacturer narrative:
Additional info: the exact serial number was not known, however, the lot number was available and the device history records were reviewed and there were no issues identified that relate to the reported event. (B)(4). Submitted to FDA on 09/11/2015. Glaukos originally submitted this smdr to FDA on 9/11/15 and the FDA had not set up our production account properly and as a result this MDR was not successfully received by FDA. FDA stated that they would honor the original date of submission.

Event description:
The surgeon reported the following additional information. The patient's preoperative bcva in the operative (left) eye was 20/60 with a preop iop of 19 mmhg. Cataract surgery with istent implantation was performed on (B)(6) 2015 and was uneventful. One day postoperatively the patient presented with hyphema and iop elevation. Intervention was performed on (B)(6) 2015 to irrigate/aspirate the anterior chamber. In addition, a trabeculectomy with mitomycin c was performed on (B)(6) 2015. The most recent bcva was 20/70 and most recent iop was 7 mmhg. The patient's current status is stable.

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. Hyphema is listed in the device labeling as known inherent risks of cataract and glaucoma stent surgery. MFR reference #:(B)(4).

Event description:
Cataract surgery with implantation of the istent was performed on (B)(6) 2015. One day postoperatively the patient presented with hyphema occupying approximately 25% of the anterior chamber. Intervention was performed on (B)(6) 2015 to irrigate the anterior chamber and evacuate the hyphema. Additional information has been requested.